Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that this was only the second time that they had ever tried to readjust the stimulation. The patient stated that they were looking at the programmer and they noticed that the setting was at 5.6 ma on program 5 and they didn't remember if they had been messing with it and put it at program 5 or what. Patient services reviewed with the patient that the programming wouldn't change on its own and that it had to have been changed by the patient or someone else like a healthcare provider (hcp)/manufacturer representative (rep). Patient services also reviewed how a program would be changed and the patient said that they definitely hadn't changed programs and that they'd only gone in earlier this morning (B)(6) 2026. After charging their external devices and increased it from where they thought the initial stimulation level had been at 1.2 ma up to 5.6 ma, because the therapy had quit working for their symptoms a couple weeks ago (the patient did not confirm the month so patient services made the event date year valid). The patient said when they increased the stimulation, however, they weren't feeling the usual "numbness/tingling" that they had felt in the past so they kept going up to 5.6 ma. The patient said since they went up to 5.6 ma, they felt a pain right below where the ins site was and it was still there at the time of the call as they were sitting so they wanted to know if that meant that the stimulation was too high. Patient services reviewed stimulation considerations with the patient and ins battery longevity considerations and offered to walk the patient through decreasing their stimulation but also redirected the patient to follow up with their managing healthcare provider (hcp) about their symptom and stimulation concerns. The patient said they had an appointment with their hcp in a couple days and wanted assistance in decreasing the stimulation. Patient services walked the patient through connecting to their settings and the patient decreased the stimulation down to 2.6 ma and confirmed they no longer felt the pain. Patient services reviewed device description/function as well as programming considerations with the patient and reviewed with the patient to monitor their symptoms until their appointment with their hcp and to discuss a potential program change if they felt the therapy still wasn't helping their symptoms. The patient said they would and that the rep was usually there and the rep was usually the one who would make a changes however they weren't sure if the rep would be at their next appointment. The patient couldn't remember the rep's name, however they knew that the rep took care of their hcp's patients. The patient confirmed they hadn't reached out to the rep about their current symptom concern. The patient was to monitor their symptoms and follow up with their hcp.